Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs on a cobas e 801 module. The initial result was 289 ng/l. This result was reported outside of the laboratory where it was questioned. On (B)(6) 2019 the sample was repeated twice with results of 4.35 ng/l and 4.25 ng/l. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 3458500 with an expiration date of 31-dec-2019. The customer stated all maintenance was up to date. There have been no concerns with other patient samples. The sample quality appeared ok after the event. Calibration and qc were acceptable. Abnormal aspiration alarms were observed on the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.